Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the lead integrity alert triggered for the right ventricular (rv) lead due to rv impedance greater than 3000 ohms and short interval counts greater than 30. Also, there was an apparent fracture of the rv pace/sense conductor. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Device: d224drg implantable cardioverter defibrillator (B)(6) 2010; 5076 implantable pacing lead (B)(6) 2003. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.